Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. Rite (return instrument test/evaluation) test was performed by the product analysis lab (pal). The device failed rite functional test but passed rite electrical test. The reported difficulty of failed volumetric accuracy during fill 1, drain 1, fill 2, and drain 2 was confirmed by reviewing the rite functional test report during pal evaluation. The assignable cause of the rite failure of failed fill 1, drain 1, fill 2, and drain 2 volumetric accuracy was determined to be deteriorated piston foam. As a result of this incident, the piston and piston foam will be replaced during servicing of the device. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a therapy monitored volume failing performance specifications. No allegations were made against any of the patient?s dialysis products. No injury or medical intervention was indicated. No further information was provided.